Manufacturer narrative:
Additional information: device manufacture date and lot number provided. The suspect biopsy guide was returned to the manufacturer for evaluation. Testing found that the adjustment screw was difficult to operate where tightening the screw was difficult. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a cranial biopsy, the biopsy guide could not be tightened sufficiently. It was reported that the screw would move when minimal force was applied. The site elected to complete the procedure with the biopsy guide. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.